Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was unable to recharge. The patient reported she had a car accident and, after that, she could not feel the spinal cord stimulation, turn it on or recharge it. A spinal cord stimulator (scs) revision/replacement was scheduled. The scs did not respond (was unable to be interrogated during surgery) and the leads did not respond to a new battery. The complete system was replaced on (B)(6) 2017 and the event resolved without sequelae. There was no further patient complication associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.